Manufacturer narrative:
The insulin pump was received missing segments due to cracked and bleeding lcd glass also, unable to verify blank display due to cracked and bleeding lcd glass. Unable to perform self-test, a21 error test, displacement test, rewind, basic occlusion test, occlusion test, operating currents, prime test, off no power test and excessive no delivery test. The insulin pump had cracked reservoir tube lip, minor scratched display window and cracked case at the display window corner.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call to have woken up to black blotches all over display screen. Customer reported that back light worked but nothing displayed on screen even after battery change. Customer's blood glucose was 188 mg/dl. Customer was advised that insulin pump would need to be replaced.